Event description:
The customer emailed explaining that they chose to seek assistance from a medical provider to help remove their menstrual cup. The customer stated that they could not remove the cup independently the first time they used it, and a medical professional had to assist them. The customer was asked additional details on the use of the device if they had read and understood the instructions. Cup was removed by breaking the cup's seal with a small instrument. The customer had no symptoms of infection. No blood test was taken.